Event description:
Caller reported an alarm 2, which was identified as an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to perform specific troubleshooting actions such as disconnecting the tubing and delivering a bolus, although the occlusion alarm recurred. Recommendations were made to monitor the pump, and the patient's father expressed concerns about safety, requesting a pump replacement, although the customer declined to change supplies.